Event description:
It was reported that the device was explanted after an implant duration of zero days. On 07/22/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B)(6)2010: "the patient was weaned from bypass without difficulty. Unfortunately, another eccentric jet was noted. There was no evidence of perivalvular leak, we were concerned that this valve was so tight that possibly there was bending of one of the posts upon insertion that this lead to an acceptable amount of regurgitation. The patient was re-heparinized and begun back on cardiopulmonary bypass. The aorta was crossclamped and cardioplegia was given antegrade. The left atrium was opened. This valve was excised, as were all the pledgets, which were accounted for, and all suture. Again, it appeared that a 25 valve was the more appropriate size for the small annulus."

Manufacturer narrative:
(B)(4) = sizing issue.device not returned. The event was learned through implant patient registry. The patient also had another device explanted; (B)(4). Through follow-up with the health-care provider (via fax), a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.